Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Technical services (ts) recommended further testing. No adverse patient effects were reported. This rv lead remains in service. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".